Event description:
It was reported that a patient with a 21mm 3300tfxj aortic valve has been evaluated for a valve-in-valve procedure after an implant duration of six (6) years, nine (9) months due to aortic stenosis (as) secondary to structural valve deterioration. The patient presented with heart failure and dyspnea on effort. Echo also detected mild aortic regurgitation (ar). Current patient status and the date of planned tavr is unknown at this time. Per the reported information, moderate mitral regurgitation and mild tricuspid regurgitation were revealed by echo along with as and mild ar. The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 21mm 3300tfxj aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years, eleven (11) months due to aortic stenosis (as) secondary to structural valve deterioration. The patient presented with heart failure and dyspnea on effort. Echo also detected mild aortic regurgitation (ar). The v-in-v procedure was performed with a 23mm sapien3 ultra resilia valve. The patient was discharged in stable condition and the patient's outcome was reported as "recovered". Per the reported information, moderate mitral regurgitation and mild tricuspid regurgitation were revealed by echo along with as and mild ar. The device was not returned for evaluation as it remained implanted.